Manufacturer narrative:
The system was examined and the reported event was not replicated. No samples were returned and no handpiece information was obtained for review. However, the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 22, 2015. The system met specification and no accessories were returned for evaluation. Therefore, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing phacoemulsification issues and observed the phaco tip to be warm. Additional information has been requested.